Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic after receiving an alert for high voltage lead impedance greater than the upper limit. The patient received a high voltage vector change on the following day at a different facility. The patient condition was good before the change was made.